Event description:
It was reported that pump declared altitude alarm 21 earlier in day, and customer needed to replace cartridge to resolve issue. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge, insulin delivery was not suspended at time of call, cts provided tips for preventing future altitude alarms, caller acknowledged instructions, and pump resumed normal operation with no further issues reported.